Manufacturer narrative:
The t:slim pump user guide instructs the user to charge the pump for a short period of time every day (10-15 minutes), and to also avoid frequent full discharges. The product has not been returned for eval. Should new relevant info become available a supplemental report will be submitted.

Event description:
It was reported that after receiving a low power alert that was not addressed by charging the device, the pump shut down due to insufficient battery power. The customer's blood glucose level was impacted (elevated).